Event description:
The core micro drill was sent for eval because it was overheating during a procedure. No adverse event was associated with the device; no further info was provided by the user facility.